Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The user was asked to re-link the sensor. The user wasn't utilizing the system due to the hcps on the ER throwing away the user's transmitter thinking it was a combined device. The user received the new transmitter as user was still in hospital and sensor-linking timing is uncertain. Upon review on dms, the user is not utilizing the system due to being at the hospital and not feeling the best.

Event description:
On 20 may 2025,senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
B4.date of this report 18 august 2025. G3.date received by the manufacturer? 18 august 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.